Event description:
The customer reported being hospitalized due to high blood glucose of 495mg/dl and kidney failure. The customer stated that she was experiencing ketoacidosis and vomiting. The caller was treated at the hospital with an insulin drip. The customer stated that she called the day before due to high glucose, and everything turned to be ok. However, the next day she went into the emergency room. The customer was not wearing the insulin pump and does not have an extra infusion set to complete the testing. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.